Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the radiofrequency (rf) head has no lights during interrogation of a pacemaker even though there is a light indication on the programmer and there was telemetry. It was also noted that the stylus pen was unable to be calibrated and the programmer hinge plate has two loose screws.

Event description:
It was reported there are no lights on the programmer rf head, unless the connection is pushed in at the programmer. The rf head was changed multiple times, with the same result. No patient involvement or complications were reported as a result of this event.